Event description:
Product: 0.9% sodium chloride single use flush syringe 10 ml manufacturer: covidien kendall, lot 8092444, exp 8/2010. Syringe is contained in a sealed outer clear wrapper. The syringe appears to have yellow - orange solid particles in the liquid contained in the syringe. This has been reported to the vendor in 2009. The vendor stated that they would end a return envelope to the medical center in the same day. Still waiting for the package. Date of use: 2009, 1 day. Diagnosis or reason for use: flush of IV lines.